Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the optic was observed to be broken immediately following implantation into the eye. The rayone emv rao200e iol was explanted during the original surgery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this event has not been returned to rayner. The rayone preloaded iol injection system use revision risk analysis dentifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information available to establish root cause.

Event description:
On 28th september 2023, rayner received notification from its taiwan distirbutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the optic broke during implantation.